Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty?: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. Referenced article: mcpherson, edward, sherif, sherif, dipane, matthew, arshi, armin (31 aug 2020) patellar rebar augmentation in revision total knee arthroplasty. Unpublished. Https://doi.org/10.1016/j.arth.2020.08.057.

Event description:
It was reported that one patient from a study required manipulation under anesthesia six wees postoperatively from a knee procedure, due to arthrofibrosis. No additional patient consequences were reported.